Manufacturer narrative:
According to the instruction for use the product may be loaded with a maximum of 40 kg under tension thus a proportional patient weight of a 250 kg patient. Under normal conditions and in accordance with instructions for use, it is considered impossible to cause a break similar to this case. Based on the failure description it is assumed that the user accidentally over-winded the device to position the patients leg. This caused a unexpected force opposite than traction force which subsequently caused the break. The device is not designed to bring compression on the patients leg. Getinge - maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that while used on a patient the screw tension device broke. The surgery was canceled and the patient was transferred to another hospital to complete the treatment. No injury has been reported to getinge - maquet. (B)(4)